Manufacturer narrative:
(B)(4).

Event description:
The device pocket was revised on (B)(6) due to it poking her. Her physician told her she could charge her device, but was having coupling/communication issues. She was only able to get the white bars without any couple bars. Antenna locator was done and the highest range was 38. Add'l info has been requested.